Event description:
(B)(4). Has a terrible spell thought I was dying, felt like I was. Had to be took to hospital by ambulance. Found out I was severely anemic. Had to have iron transfusions for a few months to build my iron back up. Had no idea because I was having two periods a month and bleeding profusely while on it, that it would cause this. This is where I began to put two and two together on the other symptoms I have had. Severe back pain for two years when I first got it put in, in 2008. Then I just got use to it. Severe bleeding with periods, severe cramps and pain with periods, hair loss, rashes, night sweats, insomnia. Numb and warm spots in sides or hips. Loss of sex drive, pain with sex. Depression, anxiety, mood swings. The list could go on and on. And now I have to have a hysterectomy in a week.